Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient reported falling twice during a visit on (B)(6) 2013. The patient complained of pain when the device was on and she felt that she may have damaged the device. The pain was in the patient's tailbone, right flank, and at the position where her leads entered the foramen. The patient also mentioned at that visit that the device was not working as well on the current setting. There was no evidence of an infection and the patient's settings were adjusted. The device and leads were somewhat displaced, likely from the previous falls. The patient had a revision of the system with wire lead replacement on (B)(6) 2013. It was noted that the revision was not related to the previously reported severe pain. The patient complained of worsening pain on (B)(6) 2013 and when the device was on her bladder function was good, but she could not tolerate the pain.

Event description:
It was reported the patient was still having concerns with their device or therapy but was working with their doctor or manufacturer representative. It was reported the patient had their implant revised after a fall. It was later reported the patient had a revision done to move their implantable neurostimulator (ins) on (B)(6)-2013.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3 093-33, lot# va05k2z, implanted: 2013-(B)(6), product type lead. (B)(4).